Event description:
It was reported that the patient experienced a shooting pain up her leg (like "lightning") when the stimulation is turned on. This pain started when she began wearing a radio frequency ankle monitor. Additional information stated that the patient received assistance from their physician or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3487a-56, lot# v492277, implanted: (B)(6) 2010. Product type: lead: product ID 3487a-56, lot# v492277, implanted: (B)(6) 2010. Product type: lead. (B)(4).